Event description:
The customer reported via phone call that she had issues with the infusion sets and the insulin pump alarming no delivery. Customer's blood glucose level was over 600 mg/dl. The customer went through infusion sets faster than normal because her blood glucose was running over 600 mg/dl. She treated her high blood glucose with the insulin pump. The customer was really sick while she was on vacation. The customer declined troubleshooting. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.